Manufacturer narrative:
(B)(4). Date of event - correction "(B)(6)2019" date received by manufacturer - correction - this follow-up report is to note that should have reflected a date of (B)(4)2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbbt. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.